Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Additionally, the wake button was delayed in responding to touch. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.